Manufacturer narrative:
(B)(4). Customer complaint notes, cust sts- hes is not sure if his pump is over delivering or under delivering, customer says he does not feel safe with pump and wants it replace customer's outcome pertaining to the complaint: pump history download using thus was successful. However, pump error alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Pump error alarms are due to the pump not having power for a long period of time. Unit received with all operating currents within spec and passed functional testing including the rewind, pump error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked case at the display window corners, cracked display window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that the customer not sure about insulin pump was over or under delivering. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.